Manufacturer narrative:
(B) (4) - was for pimples, screaming fits, blackouts, and nasal congestion, post-traumatic stress disorder (ptsd), psychotic episode including hallucination.

Event description:
It was reported that the prialt trial went well, the pt just felt a little dizzy. It was later reported that during the first trial, the pt experienced a spinal headache. During the second trial, the pt experienced muscle stiffness, spasms, and back pain. Since starting prialt after implant, the patient had experienced itching and burning of her throat and nose as well as developing facial skin reactions including pimples and peeling. She also experienced severe back pain and burning of her chest and left shoulder. The pt also reported going numb on her left side. She has had screaming fits she cannot control and blacking out. The pt also noted her mouth being swollen on the right side. Add'l info reported the pump was implanted on (B) (6) 2009 and the first prialt fill was on (B) (6) 2009. The pt's starting prialt dose was 2.4979 meg/day. On (B) (6) 2010 the pump was refilled with 20ml of 25mcg/ml of prialt. The pump was reprogrammed to deliver prialt 4mcg/day with 20.6mcg boluses at 11pm and 4am. The alarm date was (B) (6) 2010. On (B) (6) 2010, the pt experienced her first incidence of a reaction that consisted of her left side being numb and having sharp burning pain in her chest. The patient felt she couldn't move her arms and legs. It was also reported that her legs got weak, she had nasal congestion, her face was swollen on the right side, her throat felt like it was closing off, and she was having panic symptoms. The patient stated that she did not recall some things which her daughter told her she had said during that evening. The patient went to the ER and during the ER visit, her mouth became "twisted" and she suddenly couldn't move at all. The patient was given ativan to 'calm down the central nervous system". The following day on (B) (6) 2010, she began having some shaking or jerking movements, and itching and welts. She also states she has had nausea and slept all day on (B) (6) 2010 and (B) (6) 2010. Add'l info reported that several days after the dose increase to 4 mcg/day the patient experienced a seizure (date was not reported). The doctor said the catheter was "up high, at t1 and t2" and thought that might have something to do with the symptoms the patient experienced on (B) (6) 2010. The patient stated that she had another episode of this reaction on (B) (6) 2010. Each reaction lasted approx 35 to 40 minutes and she was never hospitalized for these reactions. On (B) (6) 2010, the patient's pump was turned to the lowest setting (0.155mcg/day of prialt). On (B) (6) 2010 the patient's daughter contacted the doctor to report that the pt was in the ER again, inconsolable and screaming. The doctor did not think the prialt was causing these prolonged symptoms, as withdrawal was not reported with this medication and the pt had been on a reduced dose since the previous week. On (B) (6) 2010, the patient was scheduled to have an MRI and during the MRI scan, the pt experienced excruciating pain in her spinal cord and couldn't proceed with the scan. After she was helped out of the MRI, her legs gave way and she almost fell. The patient was seen by the doctor on (B) (6) 2010 and complained of increasing pain in her body. The patient also continued to state things that she had said or heard and conversations she had with nurses which the nurse had no recollection of. The patient was tearful and upset during the appointment. The doctor noted that the patient was having significant psychiatric side effects from the prialt. The patient was currently seeing another neurologist who referred her to a psychologist. On (B) (6) 2010, she was scheduled for another MRI scan, and a similar reaction occurred. The pt was concerned about a possible allergic reaction to the pump or the prialt as she had also experienced some red welts and itching a couple of weeks after (B) (6) 2010. She was scheduled to have the pump removed. The physician noted on (B) (6) 2010 that following the dose decrease to minimum rate, the events resolved. The pump was removed in (B) (6) 2010. The doctor told the patient she had ptsd from the psychotic events (it was noted the patient had three psychotic episodes including hallucinations). The patient did not feel the events were the drug's fault; events were due to misuse.